Manufacturer narrative:
Getinge field service engineer (fse) investigated the customer's complaint and I could not reproduce the customer's errors. Replaced pim to ensure there were no unseen discrepancies missed. Functional tested without any issue. No problem found. Cardiosave iabp services completed. Safety, and functionality checks to factory specifications. Released to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is making a hissing noise at the helium tube insertion site, and displaying a gass gain failure , gass loss alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.